Event description:
It was reported that solvent leaked past the bd plastipak¿ concentric luer lock syringe plunger when preparing the medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "when preparing my medication in a 50 ml syringe, I withdraw my solvent with it. During this withdrawal, my solvent runs over my fingers. The solvent flows through the plunger of the syringe."

Manufacturer narrative:
H6: investigation summary: a device history review was performed for lot 2211032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that solvent leaked past the bd plastipak¿ concentric luer lock syringe plunger when preparing the medication. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "when preparing my medication in a 50 ml syringe, I withdraw my solvent with it. During this withdrawal, my solvent runs over my fingers. The solvent flows through the plunger of the syringe."